Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a crack in the reservoir compartment. The insulin pump will be replaced. The insulin pump will be returned for analysis.